Event description:
It was reported after an ablation procedure during recovery a cardiac tamponade was discovered. An atrial fibrillation ablation procedure using a therapy cool path ablation catheter, an agilis nxt introducer, and an across transseptal access system was completed successfully by the physician; however, during the post-procedure recovery phase, an x-ray was performed that revealed cardiac tamponade with the perforation located on the anterior wall of the heart. A pericardiocentesis was performed and the patient's current condition was described as 'good.' Further information received reveals the physician believes the perforation was due to the cool path ablation catheter.

Manufacturer narrative:
The device was not returned to sjm; therefore physical evaluation of the product was not possible. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. As the device was not received, a root cause cannot be determined. However, the most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.